Event description:
Hill-rom received a report from the account stating the brakes would not hold. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found three brake casters, one steer caster, and four caster supports inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced three brake casters, one steer caster, and four caster supports to resolve the issue. Based on this information, no further action is required.